Event description:
The customer reported the left monitor was going black and they were losing the live image during a procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.